Event description:
During bronchoscopy to re-confirm double lumen tube positioning after cvl placement a piece of plastic was seen coming off of the anterior side of the tracheal lumen of the double lumen tube. A second cardiac anesthesiologist was shown an image of the piece of plastic and agreed that given the patient was an easy airway it was reasonable to reintubate with new double lumen tube given risk of aspiration should the piece of plastic get dislodged. Patient was extubated and reintubated uneventfully. The piece of plastic was confirmed to still be in the tube that was removed.